Manufacturer narrative:
H6 coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.

Event description:
Additional information was received from a manufacturer representative (rep) stating the patient believes the new onset of pain is from exercise, not the stimulation. Actions taken included turning off the stimulation on 8-15 lead and programmed around contact 4 on the 0-7 lead. Rep states that no additional information is available at time time, and they will provide any new information if it becomes available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient with an implantable neurostimulator (ins) experienced increased pain. During an in-clinic visit, high impedance and out-of-range values were identified during testing, which prompted an impedance check. It was found that lead contacts 8¿15 were completely out and contact 4 on the other lead was also out. High impedance was observed on contacts 4 and 8¿15, with 8¿15 measuring at 40000 ohms. Troubleshooting steps included programming around the high impedance on contact 4 and removing programming from the lead with all contacts out (8¿15). After these adjustments, the patient continued to report good coverage of the pain areas and will trial the new programming, with ongoing follow-up planned. If symptoms do not improve or adequate relief is not achieved, the possibility of lead revision will be discussed with the physician. No additional complaints were reported by the patient at this time. The cause was not determined, and the issue is ongoing, but the rep noted they would submit any new information that becomes available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.